Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that insulin pump had motor anomaly. Customer stated that drive support cap was correct. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was unable to prime during the prime test and alarmed a33 during the basic occlusion test due to faulty force sensor resistor (gold). Unable to perform the occlusion test and excessive no delivery test due to prime anomaly and a33 alarm. All operating currents are within specification. Off no power alarm functions properly. Device passed the displacement test, rewind, self test, a21 error test and the delivery accuracy test at 0.08750 inches. Unable to verify drive/motor anomaly due to prime anomaly and a33 alarm. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. Device had cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.